Event description:
It was reported that during central processing, the distal tip was cracked on a single port monopolar cautery instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port monopolar cautery instrument to perform failure analysis (fa). Fa was able to confirm the reported complaint. Visual inspection was performed, and the instrument was found to have a cracked tube adapter. Tube adapter crack measures approximately .017" x .152". No material appears to be missing.